Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified low scan on the ADC device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced tremors, and was able to self-treat with cola which was provided by non-healthcare professional. Then a healthcare professional administered insulin (dose/type unknown) to the customer for treatment. There was no report of death or permanent impairment associated with this event.Additionally, a sensor scan of 41 mg/dL was compared to a reading of 359 mg/dL obtained on a Competitor Brand Meter. The length of sensor wear was 1 day. When the results were plotted on a Parkes Error Grid, fell into the D zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.